Manufacturer narrative:
The field service engineer (fse) visited the facility and replaced the glucose stirrer motor. A specific root cause of this single event has not been identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for additional reportable events.

Event description:
International customer reported that erroneously low glucose results were generated by the unicel dxc 800 synchron system. The system generated critical re-run feature was triggered and returned a result within expectations. The sample was re-tested on another dxc system and returned a result within expectations. It is not known if there was any change to the patients' care or treatment; however, the initial results were not reported out of the laboratory.